Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) in the left ventricular (lv) channel. Additionally, it was noted that alerts for the left ventricular automatic threshold (lvat) test and the right ventricular automatic threshold (rvat) test had been recorded due to atrial fibrillation (af). Moreover, an alert for the right atrial automatic threshold (raat) test was recorded, as well, due to an incompatible mode. Technical services (ts) was contacted and noted that all the thresholds were stable. This crt-d remains in service. No adverse patient effects were reported.